Event description:
It was reported that a premature battery depletion (bd) error was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). A request was made to have data from this device analyzed. Data analysis confirmed that the battery was depleting more quickly than expected. A replacement interval window was provided for this s-ICD. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received, device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned for analysis. A review device diagnostic data by boston scientific personnel noted evidence the device was not functioning as expected. The complaint allegations have been confirmed, however a cause could not be established.

Event description:
It was reported that a premature battery depletion (bd) error was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). A request was made to have data from this device analyzed. Data analysis confirmed that the battery was depleting more quickly than expected. A replacement interval window was provided for this s-ICD. This s-ICD remains in service. No adverse patient effects were reported.